Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via a femoral artery. The 90% stenosed de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The eccentric lesion measured 2.75-3.0x18mm. Pre-dilation was performed with an unspecified balloon catheter; residual stenosis was 60%. The 3.0x38mm promus element drug-eluting stent system was then advanced with noted resistance and while attempting to cross the lesion, the stent became damaged and the shaft broke into two pieces, external to the patient. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device is combination productdevice evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via a femoral artery. The 90% stenosed de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The eccentric lesion measured 2.75-3.0x18mm. Pre-dilation was performed with an unspecified balloon catheter; residual stenosis was 60%. The 3.0x38mm promus element drug-eluting stent system was then advanced with noted resistance and while attempting to cross the lesion, the stent became damaged and the shaft broke into two pieces, external to the patient. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed a hypotube break 210mm distal to the strain relief. Several smaller kinks were also noted along the entire length of the hypotube. Stent damage was observed, the struts between the thirteenth row from the distal end of the stent and the eighth row from the proximal end of the stent were stretched apart, misaligned and raised up. The tip section and the distal section of the balloon were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).